Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to clinic where a loss of capture and high pacing lead impedance were observed. It was also noted that the hv lead impedance was trending upward, but still within normal limits. Patient was asymptomatic. Lead was capped and replaced.